Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 240cc's. A new system was strung and the patient continued treatment. Patient has had no ill effects. Sample is available.